Event description:
It has been reported that the fowler drive bending away from the carrier bearing. No adverse consequences have been reported.

Manufacturer narrative:
Actuator box and cover. Investigation determined that the box and cover were bent inhibiting the manual CPR release from functioning properly.